Event description:
It was reported that the ilet screen detached from the device, and a replacement ilet was arranged while the user reverted to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alerts, and continued therapy on backup settings until the replacement arrived. Investigation included troubleshooting support and user education. Investigation of this case revealed a hardware issue involving a broken or detached display screen consistent with a screen break on the device enclosure. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the screen assembly.